Event description:
The account alleged that the intellidrive will drive backwards when they press the intellidrive handles forward. There were no reported injuries.

Manufacturer narrative:
The account found the cause to be the right intellidrive handle. The technician sent the account a new right intellidrive handle to resolve the issue.